Event description:
It was reported that the capture threshold had increased and the pacing impedance had decreased. The physician will monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.